Manufacturer narrative:
Sigma's engineering dept performed an assessment of the pump and battery involved in the incident. The following conclusions were drawn: the pump's history log, shows no evidence of improper performance of the pump. The charger performed as it was designed, and the pump was still functional. There is no evidence to suggest that the pump malfunctioned, or that the charger software caused the overheating to the battery. Sigma suspects that this incident was caused by an internal short in one of the battery cells. Sigma continues to work with our battery pack MFR and cell MFR regarding the incident. Determination of the root cause and corrective action is being pursued and will be documented under CAPA. Sigma is currently in the process of qualifying an alternate vendor for spectrum battery cells.